Event description:
It was reported that the device would not boot up properly and was unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and confirmed the reported/observed failure. The most probable cause of the failure was determined to be the u2 ic chip. However, a conclusive cause of the failure was not determined.